Event description:
It was reported that following an implant procedure patient was experiencing discomfort near at the ipg pocket site. The patient was placed on antibiotics. Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded.

Event description:
It was reported that following an implant procedure patient was experiencing discomfort near at the ipg pocket site. The patient was placed on antibiotics.